Manufacturer narrative:
Medical device type: fmi/jka. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® push button blood collection set with pre-attached holder experienced blood spatter/leakage during use. The following information was provided by the initial reporter: during my follow-up next day, they were complaining about an incident of blockage in the pbbcs 23g lot 8283766 where the blood is blocked above the connector not reaching the holder, and two incidents of leakage from the same place in the same lot number.

Event description:
It was reported that an unspecified number of bd vacutainer® push button blood collection set with pre-attached holder experienced blood spatter/leakage during use. The following information was provided by the initial reporter: during my follow-up next day, they were complaining about an incident of blockage in the pbbcs 23g lot 8283766 where the blood is blocked above the connector not reaching the holder, and two incidents of leakage from the same place in the same lot number.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage at the luer with the incident lot was observed. The samples were evaluated and tested and the customer's indicated failure mode for leakage with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to leakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1396080. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see h.10.